Event description:
The infection was also treated with oral and topical antibiotics. There was also a skin revision using silver nitrate.

Manufacturer narrative:
This report is submitted on august 21, 2020.

Event description:
Per the clinic, it was reported that the patient developed skin infections and irritation at the implant site. The patient was subsequently treated with steroid injections (date not reported).